Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that balloon deflation failure occurred and catheter removal difficulties were encountered. A synergy drug-eluting stent was advanced for treatment. The stent was dilated at 16 atmospheres for 30 seconds and deployed the stent successfully. However, post deployment of the stent, it was observed that the balloon did not deflate all the way. When the device was being removed, the balloon was stuck at the distal end of the guide for only a second. Finally, the device was removed from the patient's body intact and with the balloon in a deflated state. The procedure was completed with no patient complications reported.